Event description:
It was reported that a spectrum infusion pump keypad had an inoperable keypad with an automatic output of the letter "g". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "inoperable keypad with an automatic output of the letter 'g'", determined to be caused by a failed keypad. The following keys were inoperable: #2, (.), #4, #5, #6, #7, #8, #9. When attempting to navigate through care area/drug selection and attempting to input desired parameters, the following was observed: when any of the remaining functional keys were pressed, an automatic output of the #3 key occurred, following the selected key's function (e.g. Numerically: when the #1 key is pressed, "13" will be displayed; alphabetically: when the "abc" key is pressed, a"ag" will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.